Event description:
The pt came in with a leaking catheter at the hub as evidenced by the dried blood. The white hub broke off the clear plastic piece. A change in line was required. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Event evaluation: still under investigation.